Event description:
It was reported that the patient's battery has depleted quickly and is now at 11-25%. It was reported that the patient was seen two months prior and their battery status was around 40-50% and there were no settings changes made. The patient was referred for a battery replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.